Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported downstream occlusion test failed was not reproduced. The evaluation sent the device for downstream occlusion test and the device returned with passing results. A review of the event history log (ehl) revealed multiple occurrences of downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. The force sensor no tube and the force sensor scale factor will be calibrated as precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing. There was no patient involvement. No additional information is available.